Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. Based on the analysis, the alleged notifications issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the customer had issues with loading multiple cartridges during the load process. Reportedly, the customer received a notification stating that the cartridge cannot be used. The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.